Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the non-pacemaker dependent patient presented in clinic for follow-up. Upon review, it was revealed that the patient's left ventricular lead had dislodged and exhibited intermittent capture. The device was reprogrammed to right ventricular pacing only. It was noted that the patient experienced diaphragmatic stimulation. On (B)(6) 2017, the lead was explanted and replaced with no complications.